Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Upon visual inspection of the complaint device it can be seen that the single use carbide drill bit is broken as reported, this thus confirming the complaint description. Furthermore, carbide drill bit is in a well-used condition (worn and discoloured) on the whole cut length, also the cutting edges at the tip section are blunt. The review of the production history revealed that this item was manufactured in june 2018 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Unfortunately, we are not able to determine the exact reason for this reported problem, but we assume that high applied mechanical force could have led to this damage, as carbide is a hard but brittle material and tends to break when overloaded. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace and/or to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 309.006s. Lot: l922450. Manufacturing site: bettlach. Release to warehouse date: 12.jun.2018. Expiry date: 01.jun.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the drill bit was broken during the left total knee replacement. The patient was admitted for an infection on (B)(6) 2020, the emergency operation for removal of the left total knee replacement and dynamic spacer was performed. The surgeon used a 6mm carbride drill bit to try and break the locking mechanism of medial tibial augment in order to remove the tibial component. The drill bit was then broken. The fragment was removed. Intra-operative x-ray screening show no foreign metallic object. The procedure was completed successfully. Concomitant device reported: unknown tibial component (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 6.0mm carbide drill bit sterile. This is report 1 of 1 for (B)(4).